Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed episodes of noise reversion. Review of the episodes showed lead noise over sensed on the ventricular channel. The device was programmed to voor mode and the patient would continue to be monitored closely. No patient symptoms were reported.